Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was being used to deliver an unspecified medication, at unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the pt's family noted that an unspecified volume of solution leaked from the door of the pump and the pump was smoking. The customer contact stated, "they are not sure where it is coming from maybe a spill from tubing." The pump was removed from clinical use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.